Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A distributor reported that a patient had developed an itchy irritation under the lifevest. The patient's doctor prescribed three medications for the irritation. After using the creams, the patient reported that the irritation was improving.